Event description:
Info received indicates when the brakes were activated the caster wheel did not hold.

Manufacturer narrative:
The technician found the casters were worn. He replaced all four casters and the head end hex rod to repair the stretcher.